Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/07/2018 stating that technical services sees what may be electromagnetic interference or may be periodic junctional beats, but more importantly could be lead issues. It was also stated that large drop in atrial impedance in mid-january. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).